Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 8 years post implant of this 20mm aortic mechanical valve, it was explanted and replaced with a non-medtronic valve. The reason for the replacement was reported as aortic regurgitation. During the explant procedure, a leaflet detached and fell into the abdominal aorta. The surgeon removed the detached leaflet by abdominal surgery after heart surgery. No additional adverse patient effects were reported.